Event description:
Event: placement of stent in graft. Event details: during placement of the endograft, wire wrap was encountered. Additionally, a stent was placed in the ipsilateral limb. The graft was successfully implanted.